Event description:
I have had numerous product failures with a medtronic minimed medical device. The product is the paradigm quick-set 6mm, 43 in. The lot # is 2206629. I have had the same issue with several other product batches not including the one named above. The problem stems from the quick-set device failing to adequately deliver the medicine from the paradigm insulin pump. I have followed product instructions diligently and have complained numerous times to minimed about this problem. They have provided me with several product variations of the quick-set to remedy the problem but the product only seems to work properly 50% of the time at best. The quick-set device has a tiny cannula that is inserted subcutaneously and delivers the insulin into the body. The problem is that this cannula all too often gets occluded or gets crimped and prevents the medicine from being delivered. This has resulted in severe medical consequences for me, including severe hyperglycemia -high blood sugar- as well as severe "bounce-back" hypoglycemic episodes -low blood sugar" that are caused by the insulin not being delivered evenly from the medical device. Dose or amount: as needed for meals 1.2 to 1.7 units. Frequency: meal times hourly. Route: sq. Dates of use: 2002 - 2007. Diagnosis or reason for use: type I diabetes.